Manufacturer narrative:
The error message was: the system can't discharge. The customer confirmed the problem. There was no patient involvement with this issue. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The error message was: the system can't discharge. The customer confirmed the problem. There was no patient involvement with this issue.